Event description:
Customer reported unit was displaying a key fault error message. Customer reported there was pt involvement, but no adverse pt outcome. The unit was being used for monitoring purposes only. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.